Event description:
When using the ge efm 259cx-d multiple safety issues were identified. Ge representatives were contacted and came on site to assist; however, the issues persisted. The monitor was removed from service and replaced with another manufacturer's product. Maternal hr does not automatically trace on paper: requires repeated manual adjustments. Delay in establishing fhr initially and when patient is pushing. Difficulty monitoring uterine contractions. Bp not working. Fse: fhr suddenly stopped working, took 15 minutes to reestablish. Nurses having to use "tricks" to get accurate fhr tracings. Background noise on the us is too loud, fhr too soft and difficult to hear. Printer paper won't advance. If paper runs out, unable to reprint tracing on new paper. Toco does not return to baseline when patient returns and replugs after going to the restroom. Us monitor was being held in the air and not on patient and was reading fhts of 140's.